Event description:
It was reported that this pacemaker exhibited loss of capture in both non-boston scientific right atrial (ra) lead and the right ventricular (rv) lead. The physician consulted to give the report and arrange treatment and possible transfer. Additional information received indicates that there were concerns regarding premature battery depletion of this pacemaker. The pacemaker was checked and showing estimated time to elective replacement indicator (eri) at 9 months. The pacemaker is approximately 4.5 years old. It was observed that have a recent increase in rv output due to intermittent capture. Currently, this pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture in both non-boston scientific right atrial (ra) lead and the right ventricular (rv) lead. The physician consulted to give the report and arrange treatment and possible transfer. Additional information received indicates that there were concerns regarding premature battery depletion of this pacemaker. The pacemaker was checked and showing estimated time to elective replacement indicator (eri) at 9 months. The pacemaker is approximately 4.5 years old. It was observed that have a recent increase in rv output due to intermittent capture. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the non-bsc rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited loss of capture in both non-boston scientific right atrial (ra) lead and the right ventricular (rv) lead. The physician consulted to give the report and arrange treatment and possible transfer. Additional information received indicates that there were concerns regarding premature battery depletion of this pacemaker. The pacemaker was checked and showing estimated time to elective replacement indicator (eri) at 9 months. The pacemaker is approximately 4.5 years old. It was observed that have a recent increase in rv output due to intermittent capture. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the non-bsc rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture in both non-boston scientific right atrial (ra) lead and the right ventricular (rv) lead. The physician consulted to give the report and arrange treatment and possible transfer. Currently, this pacemaker remains in service and no adverse patient effects were reported.